Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and loss of capture (loc) but did not result to asystole greater than two seconds. A chest x-ray was performed and confirmed a lead fracture just under the clavicles. Additional information was received and indicated that there were a couple of recorded episodes in the arrhythmia log book and were labeled ventricular tachycardia. However, episodes were actually oversensed noise on the rv lead that led to pacing inhibition. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.